Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, device passed self-test, a21 error test and displacement test. No unexpected a17, a20, a21 alarm or e/a13 alarm, reset time and date anomaly after change battery noted during testing. Motor passed motor test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received multiple insulin pump error alarm. No harm requiring medical intervention was reported. Customer stated that insulin pump random unexplained no delivery alert not due to site change motor error and had to reset the date and time with the insulin pump erased all of his date history on the insulin pump. The device will not be returned for analysis.